Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during use on the patient.

Event description:
It was reported that: 10 oct 2023, the swg was found kinked during use on the patient.

Manufacturer narrative:
Qn#(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the distal end of the guide wire was retracted back into the straightener tube. The guide wire was fully removed from the tubing and one major kink was observed. Slight bending was also observed across the body. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The major kink on the guide wire measured 15mm from the distal weld. The guide wire total length measured 603mm via calibrated ruler, which is within the specification limits of 506mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm via calibrated caliper, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guide wire was inserted through a lab inventory arrow raulerson syringe (ars) and intr oducer needle subassembly. Despite the damage, the guide wire was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked during use on the patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a corrected data: n/a.